Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was over delivering insulin due to when they active it insulin pump gives too much insulin. Customer was experienced low blood glucose. Customer was treated for their low blood glucose with food. No harm requiring medical intervention was reported. The reservoir will be returned for analysis. The insulin pump will be returned for analysis.